Event description:
Customer is doing a stereotactic radio-surgery (strs) using stationary beams. The user noticed that the source to surface distance (ssd) was incorrect for the case where a stereotactic headframe was removed. The dose calculation was homogeneous and the prescription was to a point.